Event description:
Healthcare provider reports: "cardioversions were rescheduled when stat venous inr indicated a bias of 0.4 on the high side of the poc machine, with the inr dosing too low for cardioversion".

Manufacturer narrative:
(B) (4). Healthcare provider alleges a labeling deficiency which is addressed in the manufacturer package insert. The hemochron package insert describes that there are differences between finger stick vs venous blood draw. Hospital labs are informed to establish their labs' reference ranges.